Manufacturer narrative:
The company service rep examined the system and was unable to duplicate the problem reported. The company service rep found a system message in the event log. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any add'l, related reports for this system. A review of the reported complaint class in the last 24 months against the system did show an increasing trend seen for the complaint class, "shut down" related to system shut down within the last 24 months. An internal investigation was opened to address this issue. A corrective action has been initiated. (B)(4).

Event description:
Adverse event(s): "no patient involvement" (no patient involvement). Product problem(s): "the system shut down" (loss of power). The nurse reported, the system shut down in between cases. The system was rebooted and the cases were completed as planned. There was no pt involvement.